Manufacturer narrative:
Additional narrative: we have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Event description:
This is a follow up report to update the product and consumer's location. The original report was filed as sleek unknown and has been updated to sleek regular and part of the recall. Also, the original report was filed with a united states address. This is a non-us event. This occurred in canada.

Manufacturer narrative:
Recall lot code, sleek absorbency unknown we have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The consumer did not provide an absorbency, therefore we are unable to confirm the product is part of the recall. Therefore we are unable to provide an UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction or reported issue.

Event description:
Pledget falls apart- consumer has product and emailing to verify the lot code-consumer has 3 boxes.